Event description:
It was reported that the catheter supports the guidewire with a foreign object during pre-filling. The client found white flocculent on the catheter support guidewire during pre-filling of the catheter during the placement process. The affected device was not used on a patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white material on the stylet was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc solo with a hydrophilic stiffening stylet and t-lock assembly. Microscopic inspection of the stylet revealed a white, flaky substance peeling off the stylet which appeared to be the hydrophilic coating. The substance was observed throughout the entire stylet. Possible causes of the coating coming off of the stylet include environmental conditions and excessive manipulation of the stylet. However, other unidentified factors may have also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the catheter supports the guidewire with a foreign object during pre-filling. The client found white flocculent on the catheter support guidewire during pre-filling of the catheter during the placement process. The affected device was not used on a patient. No other information was provided.